Manufacturer narrative:
(B)(4). Against resistance. Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. Dissection is listed in the xience v everolimus eluting coronary stent systems IFU as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal to mid left anterior descending (lad) artery with 25% stenosis in the proximal lad and 90% stenosis in the mid lad. Pre-dilatation was performed with a 2.5 x 15 mm non-abbott balloon catheter and then a 3.0 x 15 mm nc trek. A 3.0 x 18 mm xience v stent delivery system was unable to advance to the mid lad and during manipulation, the shaft broke. A 3.0 x 28 mm xience v stent was deployed in the mid lad and a 3.0 x 12 mm xience v stent was deployed in the mid lad overlapping the distal end of the first stent that was implanted. Angiography revealed a dissection in the left main/proximal lad and a 3.5 x 28 mm xience v stent was deployed to treat the dissection. Post-dilatation was performed with a 3.5 x 15 mm nc balloon catheter. There was no clinically significant delay in procedure. No additional information was provided.